Event description:
The surgeon implanted a cc420bf lens. The lens tore upon insertion into the eye. The lens were removed. The rep stated that they felt the tear was caused by the cartridge. No pt event or injury.